Event description:
While performing a left shoulder arthroscopy, the stryker arthroscopic shaver began to make a high pitch squeaking sound. Multiple metal flakes and shavings from the blade appeared inside the shoulder.